Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the front therapy electrode on a patient's electrode belt was rubbing, resulting in an open wound. The patient's nurse repositioned the therapy electrode and appliedk allevyn wound dressing to the area. The nurse reported that the wound was improving.